Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant products: 1.pentaray nav eco catheter, model #: d-1282-10-s, lot #:16016255l. 2.webster 10 pole w/ auto ID catheter: model#: d-1079-258-s, lot #:16024021m. 3.carto 3 system: model #: m-4800-01, serial #: (B)(4). 4.stockert 70 system: model#: m-5463-01, serial #: (B)(4). 5.coolflow pump: model #: m-5491-02, serial #: (B)(4). (B)(4). ¿power-control¿ mode at 30 watts. The temperature cut-off setting was set to 40 degrees celsius and the flow setting was set to 15ml/min. The sheath used with the ablation catheter was the sl 1 by st. Jude medical. The act maintained during the procedure was > 275. The reprocessed catheters¿ used during this procedure were the soundstar catheter and the lasso catheter. The patient required extended hospitalization. The patient was dc¿d two days later after the emergency surgery. The patient was discharged on (B)(6) 2014. The patient fully recovered with no residual effects. The prognosis for the patient is that there is no change from baseline.

Event description:
It was reported that during an ablation of the right superior pulmonary vein (rspv) during the atrial fibrillation (afib) procedure, the patient suffered a pericardial effusion and a cardiac tamponade. The transseptal was difficult but the physician was able to get across the septum. The left atrium (la) was mapped and then the patient started moving and started to sit up. The la was re-mapped and ablation had begun on the rspv when the blood pressure started to drop. A pericardial effusion and a cardiac tamponade was noted on the intracardiac echocardiography (ice). The physician then stopped the procedure, reversed the heparin and then confirmed the cardiac tamponade on echo. The patient started coding. A pericardiocentesis was attempted. The patient stabilized and was sent to the or for surgical intervention. The patient was held for observation according to hospital protocols. The patient does have pre-existing conditions which could have contributed to the injury. The patient has severe peripheral vascular disease, prostate and kidney cancer. Upon request, additional information was provided on the event. The event was life threatening. The physician¿s opinion on the causality of the adverse event is that it was procedure related. . The patient awoke from anesthesia and tried to sit up. The medtronic long ts sheath perforated the laa as a result. The physician did not experience any difficulty in manipulating the catheter. The physician did not notice any abnormal signals. The patient received 10 ablations before the event. The rf generator was set to...

Manufacturer narrative:
(B)(4) it was reported that during an ablation of the right superior pulmonary vein (rspv) during the atrial fibrillation (afib) procedure, the patient suffered a pericardial effusion and a cardiac tamponade. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion and cardiac tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.